Event description:
It was reported that a flogard infusion pump experienced an occlusion in the channel. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of an occlusion alarm was verified in the alarm log. The cause of the reported condition was due to a safety clamp out of calibration. To correct the issue the safety clamp shim was replaced to recalibrate safety clamp. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.